Manufacturer narrative:
The event was a loss of integration event with bone loss. The following sections were updated: b4: date of report. B5: event description. G4: date received by manufacturer. G7: type of report. H2: follow up type. Monthly summary investigations completed to date for non-integration/loss of integration events concluded that in the absence of any design or manufacturing related causes associated with the implant, non-integration and loss of integration failures are likely the result of biological factors, as well as surgical technique and loading conditions. Due to the wide range of external (non-design / non-manufacturing related) variables potentially impacting osseointegration, identifying definitive causes for each event is generally not possible. A lack of complete information regarding the specific usage conditions involving the implant devices (i.e. Patient conditions and factors (osteoporosis, smoker, etc), the implant placement protocol/technique used, and implant loading conditions) from the complainant is also a contributing factor. Should additional information be received which indicates that the device(s) may have caused or contributed to the event, including adverse monthly trending data, an additional report will be submitted.

Event description:
It was reported that the patient suffered from bone loss. The implant had loss integration. The implant (bost411) was removed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the patient suffered from bone loss. The implant (bost411) was removed.